Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to watertight packing, silicone-based glue, a silicone part or the like of the non-olympus peripheral equipment became broken and entered the channel which caused the clogged nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the foreign material found in the air/water channel was suspected to be due to insufficient cleaning of the device. In addition, service found the adhesive on the light cover glass, and the optical cover glass was worn, the adhesive on the distal end was detached, the water removal ability was out of specification, the paint on the air/water cylinder was peeled off, there were traces of fluid invasion in the suction connector, light from the light guide lens was insufficient and the device failed electrical safely test. The reported issue (an image with lines) was confirmed. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device was displaying an image with lines. There was no patient/user harm or injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, it was observed that the air/water channel was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material in the air/water channel). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.